Event description:
Philips received a complaint on reusable adult spo2 sensor indicating that the spo2 measurement in incorrect at baseline. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
Based on the results of the customer analysis, it was determined that the product has malfunctioned. The issue was resolved by replacing the sensor.